Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. A follow up computed tomography (CT) showed a type 3 endoleak. There is no report of a secondary intervention or final patient status.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, the following was confirmed; endoleak type iiia with partial separation between the main body and suprarenal proximal extension. Additionally, there was evidence to reasonably support the following observation; secondary procedure with placement of two vela extension to bridge the endoleak type iiia. The clinical assessment was based on images received and no patient medical records. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted therefore, no evaluation performed. Based on the information available the root cause of the reported event is unknown.